Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the "camera head not being able to capture picture with 1" was not confirmed. A probable root cause cannot be identified. Since the device was more than 15 years old, the device history record was unable to be reviewed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image problem and "wasn't taking a picture with 1". The issue occurred during an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.